Event description:
The customer reported that the mp40 monitor did not alarm as expected for a desat event. No patient injury was reported.

Manufacturer narrative:
(B)(4): philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.